Manufacturer narrative:
The tech found the brake hex rods are broken. The tech replaced the head and foot brake hex rods to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brakes are not holding. No pt injury reported.